Event description:
It was reported that a programming wand did not work as intended. Troubleshooting performed included battery replacement, but the issue prevailed. A new wand was sent to the site and the old wand was returned to the manufacturer. The returned wand is currently undergoing product analysis.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.